Event description:
Malfunctioning trelstar injection kit. While drawing up and preparing the syringe for a patient's injection, the junctures kept separating and needed to be manipulated back into place. Filtered needle was in the muscle; however, was unable to push plunger in to dispense the medication.